Event description:
Customer reported an artifact in the images. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and told customer to turn off laser aiming device. System operates as intended.